Event description:
Information was received from a consumer regarding a patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for non-malignant pain and degenerative dis disease / herniated disc pain. It was reported that the therapy handset would not charge. The patient was having problems with the handset from the get go. The handset would only charge up to 91% and then would get stuck and stop. The patient was also having a hard time getting the communicator and handset to connect and it just kept getting worse. The patient¿s pump was implanted in their back and the patient had to hold the communicator and handset right on top of each other and twist around which kept getting harder. It was noted that handset has to be directly over the fob for it to communicate with the fob and that the fob has to be moved around the implant to communicate with it. It was reviewed at the time of the report that the patient may want to meet with their physician or company representative for assistance using equipment due to the pump being implanted in their back. No out of box failure was reported. No medical/therapy problem associated with a small part was reported. No patient symptom was reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial# (B)(6), product type: accessory. Product ID: a820, serial# unknown, product type: software. Product ID: hh90t01, serial# (B)(6), product type: mobile platform. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.